Event description:
Performing lithotripsy, when tip of 5fr electrohydraulic lithotriptic probe broke off in patients right ureter. An open procedure was required to remove-attempts were made to retrieve by use of graspers and baskets.